Manufacturer narrative:
(B)(4). Quality engineering found that the condition of a colleague infusion pump with a damaged battery resulted from user error. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The condition of damaged battery was confirmed and was found to be due to damaged batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery. It is unknown when the reported condition occurred. This condition has the potential to cause an interruption of delivery. It is unknown if there was patient involvement, injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.